Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that while disconnecting blood tubing from a patient, a large drop of blood was "present " on the maxzero needless connector. It was noted by the clinician, that the "blood from the connector got on gloves, and resulted in blood contaminating infusion pump in multiple places." Although requested, no additional patient details provided.